Manufacturer narrative:
Initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow through the set with the twist clamp closed. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a broken occluder leg beneath the twist clamp. The reported condition was verified. The cause of the condition could not be determined; however, there was staining evidence around the legs which indicated the set was possibly exposed to chemical agents such as foreign solvents, dyes, or cleaning agents that damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.